Event description:
On 2/24/97, code blue was called on pt; monitor malfunctioned. The monitor showed report fault, erase report, report fault. Rhythm was lost on scope; scope showed rhythm to blank to scattered flashing lights. No code summary was available, and the paper did not advance. Pt expired at 8:00 am; cause of death listed as acute myocardial infarction and cardiopulmonary arrest. Failure of monitor felt not to be cause of death; back-up monitor was available.